Event description:
During a procedure, the cautery spatula separated from the cautery instrument. The cautery spatula was retrieved and removed from the pt. No pt harm or pt injury was reported. The surgery was completed without further incident.